Event description:
During a laparoscopic left nephrectomy, the surgeon attempted to use a bipolar atraumatic grasper that malfunctioned. The grasper jaws would not open and close. The instrument was removed and the jaw mechanism appeared to be broken. The surgeon stated that no metal pieces were seen in the abdomen. X-ray was taken which was negative for metal pieces. The surgeon stated that he did not see any foreign material or objects besides his clips and staples. A stapler was used to complete the nephrectomy. Patient developed hypotension in the recovery room which resolved with fluids. Patient had a complicated post-op course related to metastatic carcinoma, diabetes, and end-stage renal disease. Patient's status stabilized and she was discharged to nursing home. Upon visual examination of the grasper, one side of the grasper opens and closes, the other side appears to be stuck open.